Event description:
It was reported that during a superion indirect decompression system procedure, a loss of resistance happened while leaning the inserter cephalad and the physician determined there was a spinous process fracture after taking an x-ray to confirm. The physician noted that l3 had a thick spinous process.